Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator had a burning smell and the power cord started melting. A boston scientific company representative discussed with the patient and opted to replace the entire system. The communicator was deactivated. A return label was sent. No adverse patient effects were reported.

Event description:
It was reported that the communicator had a burning smell and the power cord started melting. A boston scientific company representative discussed with the patient and opted to replace the entire system. The communicator was deactivated. A return label was sent. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory additional information from product analysis indicates that the allegation was not confirmed. Product analysis indicates no evidence of a product anomaly. If information is provided in the future, a supplemental report will be issued.